Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts" that "the stent came out of the handle defectively (kinked). Later healthcare professional reported "the xen stent applicator did not function properly. The stent could not be advanced forward correctly, resulting in jerky or uncontrolled advancement. Consequently, the xen stent was damaged or fractured. As a result, the stent could not be implanted correctly". Device make contact with the right eye. There was not injury to the patient. Unknown if surgery was completed with a backup.